Event description:
It was reported via repair work orders that the bed lift was drifting due to faulty glide nuts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.